Event description:
On february 09, 2009, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged issue began in 2009. The cca noted that the patient manages his diabetes with insulin (self_adjuster); however, it is not clear what action, if any, the patient took regarding his diabetes management as a result of the issue. On the morning of the next day, the patient reported that he went into a "diabetic coma." At 7:15 am that morning the patient stated he received assistance from emergency medical services (ems). When tested with the ems' meter, they obtained a blood glucose reading of "46 mg/dl" and then treated with IV glucose. At the time of troubleshooting, the cca noted that the subject meter powered on manually and when a test strip was inserted. The alleged power issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly received treatment for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.